Event description:
The reporter stated the surgeon inserted an aa4203tf toric silicone single piece lens but the lens was removed due to the patient did not have any zonules, and the surgeon was unable to place the lens in the eye. The lens was cut out of the eye to remove with no patient injury, no enlarged incision or sutures and a three piece lens was implanted in the sulcus. No vitrectomy was performed. The reporter stated the event was due to a patient issue and was not lens related.

Manufacturer narrative:
Age - date of birth - unknown. Patient weight - unknown. Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric optic. (B)(4) - no known impact or consequence to patient. No known device problem. Evaluation results: visual inspection of the returned product found the lens optic and both haptics torn. There was evidence of clear surgical residue. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to a patient issue and was not lens related. (B)(4).